Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the catheter, the balloon inflated as a hemisphere on one side only, and did not inflate fully around the catheter tip. The catheter was re-inflated; however, the balloon was still asymmetrical. The tip allegedly dug into the lining of the patient's bladder and caused pain, irritation and infection which required 2 rounds of antibiotic treatments. The patient underwent a cystoscopy due to the reported event.

Manufacturer narrative:
Received 1 used foley catheter with the blue sheath only. The reported issue was unconfirmed, as the problem could not be reproduced. During the visual inspection, inspected the exterior and did not find anything to contribute to the reported event. The functional evaluation was conducted as follows: inflated balloon with 30 cc water and found the balloon concentricity to be 70:30. The specification for this product type is 70:30 maximum, as the sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the catheter, the balloon inflated as a hemisphere on one side only, and did not inflate fully around the catheter tip. The catheter was re-inflated; however, the balloon was still asymmetrical. The tip allegedly dug into the lining of the patient's bladder and caused pain, irritation, and infection; which required 2 rounds of antibiotic treatments. The patient underwent a cystoscopy due to the reported event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the catheter, the balloon inflated as a hemisphere on one side only and did not inflate fully around the catheter tip. The catheter was re-inflated; however, the balloon was still asymmetrical. The tip allegedly dug into the lining of the patient's bladder and as a result, caused pain, irritation and infection, which required 2 rounds of antibiotic treatments. The patient underwent a cystoscopy due to the reported event.